Event description:
Per the clinic, the device was explanted due to infection.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the patient underwent a skin flap revision surgery to treat an infection at the implant site, (B)(4), 2012; the device was not explanted as previously reported.per the clinic, the patient was prescribed cleocin 150 mg three times daily and ceftin after that 500 mg twice a day for treatment of the infection.explantation of the device was planned; however, it is unknown it has occurred as of the date of this report.this report is filed (B)(4), 2012. (B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.